Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results showed that one anvil was received with an ancillary trocar inserted. The ancillary trocar was removed and it was noted that it was misaligned. It was noted that the ancillary trocar was molded incorrectly resulting in a dimensional change consequently increasing the resistance for the attachment and detachment of the ancillary trocar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed as no batch nor lot number was provided.

Event description:
Attempts for additional information were completed on (B)(4) 2011 and no additional information has been received.

Event description:
It was reported that during a bariatric procedure, the blue pin could only stick together with extreme effort. The additional trocar is "abdominal processed". No further information available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional follow up is being conducted despite statement of no further information is available. If additional details become available a 3500 a supplemental will be sent.